Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface circuit board. No alarms or operating currents could be tested due to the blank display. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power without low battery indicator. Customer's blood glucose was 127 mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to monitor the insulin pump. The customer also reported via phone call indicating that the insulin pump had a blank display. Customer's blood glucose was 347 mg/dl. The customer was advised to insert the new aaa alkaline battery. The customer stated the display did not return. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.